Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 37-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left lower quadrant pain') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On an unknown date, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), pelvic congestion ("pelvic congestion syndrome") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, abnormal uterine bleeding, adenomyosis, endometriosis, pelvic congestion and pelvic adhesions outcome was unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, adenomyosis, endometriosis, pelvic adhesions and pelvic congestion to be related to essure. The reporter commented: left-1 coil . Right-3 coils . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Reporter information, medical history added. Event medical device removal updated to event left lower quadrant pain. Events abnormal uterine bleeding, adenomyosis, endometriosis, pelvic congestion syndrome and pelvic adhesions added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.